Event description:
It was reported that there was a problem with the patient programmer. They were not being able to make adjustments both with or without antenna attached. The patient programmer needed to be replaced, the antenna jack looked like it was broken. "The patient was not with the patient and they could not attempt to troubleshoot." The manufacturer representative was not trying to interrogate with the patient programmer. The patient programmer was not turning on they put in new batteries and was getting empty battery icon and question mark, this started on (B)(6) 2014. The batteries that were being used were energizer. They were having problems six months ago having a hard time bending over. In (B)(6) 2015 the stimulator would come on by itself it would be so high and lock him up. The stimulator would turn on several times. They could not reach the patient programmer and was not turning on at all. Upon product return of the patient programmer analysis resulted in c300.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon additional review of information received on 2015-apr-10 from a consumer regarding the patient who was implanted with a neurostimulator for non-malignant pain, it was reported that the patient spoke with a manufacturer representative in (B)(6) of 2015. They were starting a new trial test where you turn it down and don¿t feel it for 48 hours. It didn¿t work because he just hurt and hurt for two days. The patient would ¿mash the button¿ and couldn¿t get it on. The patient would ¿mash it¿ 15-20 times and nothing would come up. Additional information was received from a consumer regarding the patient on (B)(6)2018. It was reported that the patient hadn¿t charged it because he doesn¿t use it for a while because he barely turns it up. He can¿t really feel it and if he turns it up to where he can feel it, then it jolts him and he can¿t drive or walk. This has been occurring since implant. There were no further complications reported.